Manufacturer narrative:
The device was returned to medtronic for evaluation. Visual examination found that the tip of the instrument is cracked in multiple places surrounding the cannulated opening. This type of damage may occur if the instrument is used off axis with the guidewire. A review of the device history records found no documentation to indicate a non-conformance to specification.

Event description:
It was reported that the tip of the cannulated tap splayed during use in surgery. No pt complications were reported.